Event description:
It was reported that a patient presented remotely via merlin.net. A review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) was operating in backup mode with high voltage therapy disabled due to magnetic resonance imaging (MRI) reset. Programming changes were performed. There were no patient consequences.